Manufacturer narrative:
The hvad is used for treatment not diagnosis. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hemolysis, thrombus, and bleeding are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Unchecked user facility and checked health professional.

Manufacturer narrative:
(B)(4). Was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. However, a report provided by the site revealed a decrease in power consumption since (B)(6) 2015 followed by a gradual increase in power consumption. Analysis of the explanted pump by the site revealed the presence of thrombus on the rotor and inflow cannula. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. Clinical correlation is required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patient's year of birth:1959 (month and date are unknown). Pump exchange date: unknown. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. IFU and patient manual states that high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) on 09/04/2015 that "remarkable high hemolysis parameters of the hospitalized patient were measured." "The technical parameters were unremarkable; with no alarms occurring." "The retrospective data analysis showed 4 days earlier - with high probability - a wash-in of the partially occlusive thrombus." "The analysis of the acoustic spectrum clearly showed the presence of a thrombus on the rotor of the pump." "The pump was exchanged immediately." "The analysis of the explanted pump provided evidence for a thrombus on the rotor which partially mislaid the flow path (partially occlusive pump thrombosis)." It was stated that "log files and examination results were passed on to the manufacturer." No additional information provided. Investigation is ongoing.